Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue during use of a homechoice automated pd set with cassette. The caregiver (cg) stated that during prime the connection between the heater line and heater bag came apart. The cg stopped the set up. The technical service representative (tsr) had the cg cycle the power and restart with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.